Event description:
It was reported that a particular cassette would not work with either pump. No patient injury was reported. Additional information received and attached by ICU medical on (B)(6) 2022 via email: patient details updated. Additional information received and attached by ICU medical on (B)(6) 2022 via email: device not available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. A device history review was also conducted on the component lot numbers and no discrepancies were found.